Event description:
It was reported that the handpiece began overheating during a tooth extraction, and the pt received a second degree burn located on the bottom right lip. The burn was treated with vaseline, bacitracin, and ice, and then the procedure was completed successfully with a backup device. After the procedure, the pt was prescribed oral pain medication and an antibiotic to prevent infection. It is not known at this time if permanent damage, scarring, or additional surgery is required.

Manufacturer narrative:
The device has been received at the MFR, and a quality evaluation will be conducted. A follow-up report will be submitted once the investigation is complete.